Event description:
Abutment fractured after being in the mouth for several months. No patient injury.

Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
Investigation results: abutment returned and verified. The abutment fractured at the hex. The DHR(verification report) and shape review shows the design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole